Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was admitted to the hospital because she went into labor. The customer had been experiencing high blood glucose levels, so the customer's doctor requested that the insulin pump be replaced. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. The customer uses quick-set infusion sets. Nothing further was reported.